Event description:
According to the literature, a retrospective review was to present the outcomes of a large cohort of patients who underwent pancreatectomy with portal or superior mesenteric vein resection and reconstruction with a left renal vein (lrv) graft in a high-volume center between 2002 and 2022. The study cohort includes 65 patients who underwent lrv harvest; 60 ultimately underwent successful reconstruction with harvested lrv graft. The ta stapler was used in all pancreatectomy procedures. Two patients died of fulminant hepatic failure and one patient died of multiorgan failure after massive transoperative bleeding.

Manufacturer narrative:
Alessandro fogliati, guido fiorentini, roberto alva-ruiz, amro m. Abdelrahman, andrea zironda, isaac t. Lynch, rory l. Smoot, patrick p. Starlinger, sean p cleary, michael l. Kendrick, mark j. Truty. Technical outcomes of porto-mesenteric venous reconstruction in pancreatic resection using autologous left renal vein graft as conduit. Journal of the american college of surgeons vol. 237, no. 1. Https://doi.org/10.1097/xcs.0000000000000744. Pages 58-67 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.